Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual customer issue) issue. The reporter stated that the pump was "not working correctly." There was no additional information regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery and the last bolus were recorded on 02/06/2014. The history showed no alarms outside the range of normal patient use. The total daily dose history was accurate when comparing delivered basals and bolus. The pump successfully passed a delivery accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications and delivering accurately. The force sensor calibration was found not to be within specifications. The force sensor resistance was found to be in specifications. The complaint was not able to be duplicated during investigation.